Manufacturer narrative:
Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for (npi needle dull, npi needle blunt and needle point integrity) on this lot #. No non-conformances were raised in association with these types of events for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned a total of 5 used 4mm 32 gauge nano pro pen needles with no other forms of identification returned. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 0.0092 in, 0.0092 in, 0.0092 in, 0.0093 in, 0.0092 in. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected. While there were some signs of use, it is not believed that these impacted the function of the cannula. Trace amounts of an unknown material were found on the outside of the cannula on multiple pen needles. Wiping the cannulas with an alcohol swab removed the unknown material, showing that the substance was not excess adhesive. Flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No defects were found that could be directly related to the pen needles. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 3 bd pen ndl 32g 4mm pro had foreign matter on the device cannula or in the fluid path issues. The following information was provided by the initial reporter : initially it was reported that needles are dull, will not penetrate skin and also reported pain during injection. Subsequent investigation of samples received revealed trace amounts of an unknown material that were found on the outside of the cannula on multiple pen needles. Date of event : (B)(6) 2021. Samples : available.